Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. The stapler presented a defect at the time of the stapling. The green security button did not work. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient status is alive, no injury.